Manufacturer narrative:
(B)(6) 2016 02:10 pm (gmt-5:00) added by (B)(6). Please note, maquet medical systems USA (importer) is submitting the report on behalf of pulsion medical systems se (exemption number (B)(4)).

Event description:
(B)(6) 2016 02:00 pm (gmt-5:00) added by (B)(6) during initial investigation of a returned catheter, it was noticed that the luer connection of the catheter showed cracks and is leaking. A leaking luer connection of the catheter is regarded as a malfunction that could potentially lead to serious blood loss, if the malfunction were to recur. There was no known impact or consequence to the patient reported. Manufacturer reference # : (B)(4).

Manufacturer narrative:
During initial investigation of a returned catheter, it was noticed that the luer connection of the catheter showed a crack. A stress test was performed and resulted in a deformation, as specified. Additionally a retain sample from the same batch was inspected and tested. The retain sample performed as specified. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. The root cause of the crack could not be determined. This issue is regarded as single failure and will be further monitored on the market. (B)(4).

Event description:
(B)(4).